Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged lung issues, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged lung issues, nasal irritation, sore throat. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected observed an unknown brown/tan contamination stuck to the ui knob on the front panel. An unknown dust contamination on the outside and interior of top enclosure, above the inlet of blower box, bottom enclosure, front panel, rear panel. An unknown white powder like contamination was observed on the inlet of the blower box, rear panel, o-ring around the iso port, bottom enclosure, blower box, blower, blower seal, bottom enclosure. Using a known good power supply and power cord, pil powered on device and initiated therapy verifying airflow. Review of the error logs shows the device has 5803.4 blower hours and 5213.9 therapy hours. There was one error logged. Pil confirmed no presence of degraded sound abatement foam using a fitt. In box h: device eval. By mfg, date returned to mfg , (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.